Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger. Analysis of the desktop charger ((B)(4)) found that it had a broken connector pin. Fdd (B)(4) applies to the ins ((B)(4)) fdd (B)(4) apply to the desktop charger ((B)(4)) all fdm and fdr codes apply to the desktop charger ((B)(4)) fdc applies to the ins ((B)(4)) fdc applies to the desktop charger ((B)(4)).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and spinal pain. The patient reported that the recharger wasn¿t functioning and the programmer was working fine. The patient reported that when trying to charge it was a blank screen. The patient reported that the connector pin didn¿t look bent or loose but later is was reported that the desktop charger was damaged. It was reported that the recharger wouldn¿t charge.the patient reported that she was in pain and this started last week. The patient reported that she a manufacturer¿s representative (rep) told her to call to get the recharger sent. No further complications were reported.